Event description:
Meter was reading inaccurately erratic. The patient obtained two results of 165 and 136 mg/dl within 10 minutes. The results fell within the 20% acceptable range. The patient reported no symptoms at the time of testing. The patient contacted their physician for advice and was told to contact lfs for assistance. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture area were done correctly. No treatment was reported. The patient performed two control solution tests, which failed. Based on the information, there is evidence of meter malfunction. There is no evidence of the meter contributing to a serious injury. A new meter, test strips, and control solution are being sent to the patient.